Event description:
It was reported that this left ventricular lead experienced dislodgement. This was confirmed by x-rays. It was decided to explant and replace this lead. This lead was disposed of; therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.